Manufacturer narrative:
This report is submitted on 20 november 2019.

Event description:
Per the clinic, the patient was hospitalized due to strong facial nerve stimulation (date and duration not reported). Clinical management is ongoing.